Event description:
It was reported that the patient is having reaction to the plate and screws which were implanted ten years ago. Per patient's doctor it may be a nickel allergy, but patient believes that implants were titanium. The patient wants to know what the implants are made up of. No further information is provided. Concomitant devices reported: locking screws (part # unknown, lot # unknown, quantity 4), screws (part # unknown, lot # unknown, quantity 1), cable/wire accessories: orthopaedic cable (part # unknown, lot # unknown, quantity 2); plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had plate and screws implanted ten years ago that seem to be reacting to. The patient's doctor said it may be a nickel allergy but believed it was titanium. The patient wants to know what the following implants are made up of. Titanium implants ticp do not contain nickel. Stainless steel implants do contain nickel. There was no surgery delay reported and patient outcome unknown. This complaint involves nine (9) devices. This is 6 of 9 for report (B)(4).